Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported prior to a scheduled generator change upon interrogation of the device, increase in lead impedance was observed. The impedance trend increase occurred toward the end of 2018. It was noted patient had got into a fight. Physician decided to extract the rv lead and implanted a competitor rv lead. Patient tolerated the procedure well with no issues.